Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the cause for the reported difficulties was likely user related. The additional treatments, device embedded in vessel and delay in procedure are due to operational context. It should be noted the emboshield nav6 embolic protection system electronic instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the common carotid. An emboshield nav 6 embolic protection device (epd) was advanced over a guide wire and not the bare wire provided with the filter. During use in the patient, the filter came off of the guide wire and remained in the anatomy. Various failed attempts were made to snare the filter out of the anatomy. Ultimately the physician embedded the filter into the vessel with an unspecified stent. There was a delay in the procedure. No additional information was provided.